Event description:
Initially reported by a health professional, the consumer experienced blurry vision, eye pain, and red eyes. Follow up information was received from the consumer stating redness on both eyes after wore this trial contact lens for 1 day and visited an ophthalmologist on (B)(6) 2023, the physician suspected serious eye inflammation and the consumer was diagnosed with keratitis - infectious. Eye drops were prescribed. At the time of the report symptoms are improving. Additional info has been requested and received on 27-nov-2023 stated ophthalmologist prescribed fluorometholone 0.1% and moxifloxacin hydrochloride ophthalmic solution 0.5% for 1 week period usage to the consumer. The consumer don¿t have any redness of eye and pain currently.

Manufacturer narrative:
H.3., h.6.: an open two lenses was received for evaluation in flat pack container without labelling. It is found that samples product was found to be consistent. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. Refer the additional evaluation reports files under manufacturer internal reference number (B)(4) and (B)(4) and all future follow up regulatory reports will be linked this. The manufacturer internal reference number is: 2023-79164.